Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the 23mm sapien 3 valve being possibly undersized at the time of the initial implant is a likely contributing factor of the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately one year and seven months post implant of a 23mm sapien 3 valve, a 26mm sapien 3 valve was implanted within the first due to an important paravalvular leak (pvl). The 23mm sapien 3 valve was ballooned and a 26 mm sapien 3 valve was successfully implanted without any pvl noted. At the time of the report, the patient was doing well. The 23mm sapien 3 valve was possibly undersized at the time of the initial implant.